Event description:
It was reported by the user facility that the device was getting during testing. There was no patient involvement reported with this event.

Event description:
It was reported by the user facility that the device was getting hot during testing. There was no patient involvement reported with this event.